Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occured. The 100% stenosed target lesion was located in the severely tortuous and severely calcified iliac artery. A 9.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the second dilatation at 14 atmospheres for 20 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported.